Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation was received on aug 01, 2017 with lot number 1748406. Visual analysis of the returned device identified a crease fold, wear abrasion, an opening, and yellow-brown particles. A leak test was performed and found opening in the posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement was performed and confirmed the shell thickness is within specification. The fill test inspection confirmed no blockage of the valve.

Event description:
Physician reported left side deflation. Device has been explanted. See MFR # 9617229-2017-00471 for the right side.

Manufacturer narrative:
Additional data: additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma or seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Physician reported left side deflation. Device has been explanted. See MFR # 9617229-2017-00471 for the right side.